Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008 with no predilatation performed on any of the target lesions prior to stenting. One xience v stent was implanted in the prox cx, two xience v stents were implanted in the mid rca and one xience v was implanted in the prox rca. In 2009, the patient experienced angina, was hospitalized and percutaneous coronary intervention was performed on the proximal cx (target lesion) due to stent edge restenosis. Restenosis was treated with another stent. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. Results and conclusion summation-product performance engineering reviewed the incident. Restenosis and angina, as listed in the IFU are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. The lesions were treated without pre-dilation. The IFU states, "the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications." A conclusive cause for the patient issues and the relationship to the product cannot be determined.